Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to a failure of an internal battery, designator bt1 which was depleted and would not take a charge.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the device was displaying its battery and attention icons and would power itself down after being on for a short period of time. The device also logged an event code when this issue occurred. There was no patient use associated with the reported failure.